Event description:
The customer reported the system displayed a communication error code message and failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation . The cpu was replaced. The system was then found to be operating as intended.